Event description:
It was reported that the speaker still sounds very muffled.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved powering up the pump, performing infusion and occlusion testing. The reported issue was duplicated during the power up process. The investigation determined that during previous service and repair, a thrust bearing washer stuck in the speaker inside the device and was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The extra thrust bearing washer was removed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.